Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that recoverable error 1162 occurred against universal surgical manipulator (usm) 2. The intuitive tech support engineer (tse) verified the reported error in the system logs. The customer power cycled the system, with no change. The tse walked the caller through a hard power cycle and emergency power off (epo) of the patient side cart (psc). The error came back at power up. The customer stated that they required all four usms for the case. The tse inquired if the customer had another psc available, which they did. The tse verified that the other psc had matching software. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found error 1162 indicating an ac magnetic cannula sensor fault, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where the unit failed on the cannula, replicating the reported event. The unit was then installed onto an in-house patient side cart (psc) fixture test platform (pftp) where the unit failed check cannula with a 1162 in the logs also replicating the reported event. A gold axes controller spar connector (acsc) and a gold cannula flat flex cable (ffc) was installed a the unit passed the required test, verifying the acsc and the cannula ffc to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis was able to conclude that the acsc printed circuit assembly (pca) and the cannula ffc to be the root cause of the reported event.